Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was 88 mg/dl. The customer stated they are receiving a compromised force sensor alarm. The customer stated the drive support cap is sticking out. The customer stated that they did not touch the cap while connected. The customer was advised to revert to backup plan. The customer was advised that we will send oow letter by e-mail and post.